Event description:
It was reported that when the water in the cuff was replaced, about 65 ml of water was drained out with a syringe. Although there was no problem immediately after detention due to daily water exchange, a large amount of water was lost several times from around (B)(6). Only 45ml was put in the cuff, but it was said that it has increased by about 10 to 20ml.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield without packaging. Visual inspection of the sample noted flush the irrigation valve and the luer lock valve with 45 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. With the syringe attach the solution was return with no issues. The photo sample was returned and could not be evaluated for the reported failure. A potential root cause could not be determined because reported event is unconfirmed. The device history record review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the water in the cuff was replaced, about 65 ml of water was drained out with a syringe. Although there was no problem immediately after detention due to daily water exchange, a large amount of water was lost several times from around april 3rd. Only 45ml was put in the cuff, but it was said that it has increased by about 10 to 20ml.